Manufacturer narrative:
Eval: the iab was rec'd intact for eval with the balloon completely folded with blood noted on the exterior of the device and within the inner lumen. A kink was noted in the catheter and inner lumen near the y-fitting. The original guidewire used with the iab was not returned for eval. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta. The iab fully inflated and functioned normally when attached to the sys 97 iabp in the lab. No alarms were triggered on the pump. After 2 mins of pumping, an inflate/deflate chart was recorded. The chart confirmed that the balloon fully inflated and deflated satisfactorily at 100 and 140 bpm during lab iabp testing. In addition, visual examination of the balloon membrane revealed no abnormalities. Thus, lab examination revealed no defects in the returned iab. Probable cause of difficulty: no defect was found during lab examination. Unfortunately, it was not possible to verify the reported problem. Having the opportunity to have examined the original guidewire used with the balloon may have provided some add'l info.

Event description:
During insertion, the guidewire kinked and damaged the balloon. It was reported that at the kinking site, a defect could be seen that was probably caused by "overstretching". Event complications: none from the event - reported 2/9/98. Pt's current status: expired - rpt'd 2/9/98.